Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported the physician elected to implant the trunk just under an accessory renal in order to preserve the artery, thereby shortening the neck length to about 1 cm. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2013, f/u imaging identified a proximal type I endoleak due to a lack of seal on the trunk. It was reported no aneurysm enlargement was identified. On (B)(6) 2013, an additional procedure was performed whereby two additional devices were implanted to treat the endoleak. Final angiography showed good placement of the device with no evidence of endoleak. The accessory renal was intentionally covered by the proximally implanted device; however, the artery appeared to still be perfused at the end of the procedure. The pt tolerated the procedure.